Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique, described as patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis which did not require hospitalization. On an unreported date, the patient began remedial therapy with vancomycin (1 gm, stat, route not reported) and piptaz (4.5 gm, twice daily, route not reported). The cause of the peritonitis was the break in aseptic technique. It was not reported if the patient was retrained in aseptic technique; therefore, the event outcome was unknown. At the time of this report, dianeal pd2 ultrabag therapy was ongoing and the outcome for the event of peritonitis was resolving. Concomitant medications were not reported. The nurse did not provide an assessment of causality for the events of break in aseptic technique and peritonitis and the relationship with dianeal pd2 ultrabag therapy.

Manufacturer narrative:
(B)(4). The reported condition was confirmed. The cause of the use error which caused the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the use error which resulted in the peritonitis was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.